Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The helix would not retract. The physician removed and replaced the lead. No patient complications have been reported as a result of this event.